Manufacturer narrative:
Corrected data; h6. Annex f code of f15 was inadvertently omitted in initial report as well as annex d code of d12. Annex d code of d15 was inadvertently included in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty was first completed with a non-medtronic balloon. In total, three dilations were performed due to the non-medtronic balloon slipping. During the three dilations, it was noted that left bundle branch block (lbbb) had occurred. The delivery catheter system (dcs) was then advanced into the patient's body, and the valve was partially deployed at node 2. At the time of deployment, complete heart block (chb) occurred. Subsequently, the valve was recaptured and redeployed in a shallower position. After repositioning, the patient's chb continued, so it was decided to fully deploy the valve. A temporary pacing catheter was then placed via the patient's neck and the procedure was completed. Of note, the patient had a horizontal aorta and a considerable membranous septum length.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013062388); product type: 0195-heart valves select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data; h6. And additional codes. The delivery catheter system (dcs) was erroneously not included in the initial report as a system reported device. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx dcs; product ID: d-evolutfx-2329; serial/lot: b)(6); UDI: (B)(4) ; manufactured date: 2025-10-06 ; use by date: 2027-10-06 ; implant date: n/a ; FDA site ID: 9612164. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.